Event description:
It was reported that during a femoral embolectomy procedure, a 4f (a4f05) catheter was used in a native vessel. The 4f catheter was deemed too large for the obstruction and difficult to remove. Despite this difficulty, a 5f catheter (a4f06) was inserted and inflated. The a4f06 catheter could not be removed from the vessel. The physician cut the end of the catheter off just proximal to the balloon and left this portion within the vessel. No pt complications have been reported due to the balloon section of the catheter remaining in the vessel.